Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the unit was out of calibration, comb, and roller were damaged and the comb and roller were replaced and device recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the skin mesher was not fit for purpose. No additional information was provided. Evaluation of this device later found that the comb was damaged and the device did not pass the cut test. No adverse events were reported as a result of this malfunction.